Event description:
As reported to MFR, rptr found out that these strips were defective as a result of becoming seriously ill, to the extent that rptr went to the doctor complaining of shortness of breath, rapid heart beat, tight chest and indigestion. This condition had gradually gotten worse over the previous few weeks, but dismissed as old age, possible allergy or whatever, but got to the point where professional help was necessitated. Rptr uses glucofilm strips from one to three times per day to control blood sugar and have it, or thought rptr had it, under control with a usual reading of 100-125 per check. In fact, prior to visiting the doctor reading was 124 to the best of rptr's recollection, only to be told by the doctor's office that it was well over 400. Due to the heart beat, and after receiving an EKG, rptr was instructed to wear a heart monitor and return to office the following day. Before leaving, rptr used glucofilm strips, where again blood sugar was in the 114-130 range, but again checked by the doctor's office and again found well over 400. The heart monitor results showed a rate of 96 to 128. Blood was drawn and sent out for testing. The doctor wanted rptr to go to the hospital but rptr told dr rptr did not want to go. Dr advised rptr that when the results of the blood test were received around 8:30 pm, dr may call and wanted rptr to be admitted if they were not favorable. Later that evening the doctor sent one of his employees to rptr's house to perform a ketone test, which resulted with a reading of a high level. The employee also checked glucose level and performed a comparison test between rptr's glucometer with subject strips and their tester, which again showed glucometer giving readings 300+ below that of theirs. The employee opened a new package of glucofilm strips and checked glucose levels again, but again received the 300+ below their readings again. A third bottle of strips was opened and glucometer program changed to #2, and again tested, with the results falling within close proximity of theirs. The latter glucofilm test strips opened were from lot bk20a, program number 2, with an expiration date of 07/2000. This info was immediately relayed to the doctor, who after receiving the blood test results and because of the high ketone and glucose levels, put rptr on regular insulin versus lente 100, for the next several days with restriction of not going to work. Because of the serious problem rptr felt compelled to call that night, suggesting bayer recall the product lot number involved, in hopes of preventing some other person from undergoing the same medical problems which rptr incurred, or possibly worse. To this point, rptr feels no responsible action was, or has been, taken by bayer corp to protect the public at large.